Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a post placement for an unknown medical condition using the powerport slim. And reported that prior to the implantation a catheter rupture was identified. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport ti. It was reported that prior to the implantation, a catheter rupture was identified. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for the review. Both photos show the partial view of a catheter which is connected to a non-surgical component. The tip of the catheter was noted to have longitudinal fracture. Therefore, the investigation is confirmed for the reported catheter fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6(component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.